Event description:
It was reported that the customer experienced high blood glucose levels due to a possible kinked cannula. The customer switched to manual injections to correct their blood glucose levels.

Manufacturer narrative:
The device has not been returned for evaluation. Should new info become available, a supplemental report will be submitted.